Event description:
The patient had had a back operation that went wrong prior to getting the pump implant. He decided to go with the pain pump to take away his back pain and leg pain. It had been a month since implant and he was still taking as much oral medication. The hcp (healthcare professional) told the patient that it might take 2-3 months to get to a therapeutic dose and that he might not have to come back as soon and may have longer refill intervals. It wasn¿t right yet and he was still taking 12-15 oral pills a day to feel good; he was taking oral meds 800 gabapentin, 10 mg methadone 15 mg of oxycodone (taking all three pills at one time) which added up to 12-15 pills a day. He wasn¿t liking the process of trying to get pain relief. To date, the patient hadn¿t had any therapeutic benefit. The patient had a pump refill on (B)(6) 2015. He had flex programming with rate increase 3 times per day; he felt better with the rate increase. The patient had been going in weekly for dose increases since implant. His next refill date was (B)(6) 2015. The device system was delivering morphine and bupivacaine. As of (B)(6) 2015, the patient was still working with his hcp to reach a therapeutic dose. He was still taking almost 12 pills per day. He now had a bolus every 2 hours and the hcp had increased the dose. He still hadn¿t reached a 50% reduction in symptoms. (See (B)(4) for information omitted from this summary) additional information received from the consumer, reported receiving intrathecal morphine 0.0060 mg/hr basal rate; concentration 3.0 mg/ml; dose per day 0.1200 mg and bupivacaine 0.152 mg/hour ; concentration 7.6 mg/ml; dose per day 0.3039 mg via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient was curious what was the timeframe that was considered before they should be feeling and reaching his therapeutic dose. The patient had asked their health care provider (hcp) many times about the dosing and timeframe, and was told that they should have patience. It was noted that it takes up a lot of the patient's time to go into these appointments, and had to go in to the hcp office once or twice a week because their pain was so severe/crippled in pain. The patient can't keep running back into the hcp office. It was noted that wednesday (B)(6) 2015, the hcp was possibly going to switch the medication from morphine to dilaudid (per patient request.) The patient had night sweats that had started after the back operation ((B)(6) 2015), but have gotten more severe since getting the pump implanted. It was noted that the patient had night sweats when they take the medicines, and has it now where every 2 hours they can get an increase (flex pattern.) No diagnostics were noted. The patient had an increase on (B)(6) 2015. The patient does not want to be stuck somewhere, as they have been on the road their whole life and does not have a lot of patience. Worried that they are going to wake up in pain and was stuck there until this was taken care of. If additional information is received this event will be updated. Additional information later received reported the patient had not received the expected therapy from the pump since implant. The patient still takes oral meds and doesn't want to. The patient was working with their healthcare provider to try address the patient¿s pain. The patient recently had a drug change to dilaudid a month ago and prior to that the patient had morphine and clonidine in the pump. The day of the report the patient had a dose increase done. The dose of dilaudid was 2.9016. The patient planned to follow-up with their healthcare provider. Additional information was received from a consumer. The patient was still taking 3 10 mg methadone /day and 4 800 mg gabapentin/day as well as he was still using pain patches. It was stated the pain had been real bad and he has had burning in his feet and legs that started in january or december. It was noted when the procedure was done, they cut nerves and the patient would have to wait about 3 to 4 years to get the nerves back. They had checked to see if the system was working and it was. It was asked if there were other patients who had a pump and still took medication. It was mentioned that the patient talked about removing the pump, but was told they would have to wean him. It was stated that the patient was not happy with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.